Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2024 and the ipg was moved to the right flank, resolving the issue.

Manufacturer narrative:
B3: event date is estimated.